Event description:
It was reported that during an angioplasty and stent placement procedure, the stent delivery system (sds) stuck to the guide wire. The 70% stenosed lesion was located in the moderately calcified and mildly tortuous distal superficial femoral artery (sfa). The physician successfully implanted the sentinol self-expanding 7.0 x 59 mm nitinol biliary stent in the distal sfa, however, as the physician began to remove the sds, the sds was stuck to another MFR's guide wire. The physician removed the sds and guide wire together as a unit. The implanted sentinol stent was unharmed. The physician advanced another of the same guide wire and post-dilated the sentinol with an unspecified balloon. No pt complications were reported and the pt's status was noted as "ok".

Manufacturer narrative:
(B) (6). (B) (4).